Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and pigtail catheter were advanced into the laa and the pigtail was on the back wall of the laa. A contrast shot was performed and revealed a perforation. The patient developed a pericardial effusion with tamponade in the superior posterior area pericardial space. A pericardiocentesis was performed. The patient was stable and was discharged from the hospital.